Manufacturer narrative:
Device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Event description (explant date) "(B)(6) 2018" should be corrected to "(B)(6) 2019" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vicm5_12.1, -12.00 diopter, implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The patient experienced discomfort and ache, on (B)(6) 2018 the lens was explanted. It was reported that the problem resolved after explanting the lens. There is no problem with the patient. At patients last visit, bcva was 20/20.